Manufacturer narrative:
The device was not returned to the MFR for evaluation. This MDR is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacture's facility in 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at the facility.

Event description:
It was reported that the blood line connector on the collection side would not attach properly to the pt blood line and created a leak. No injury or adverse consequences were reported as a result of the incident.